Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one 34-year-old female patient with chest pain that was admitted for observation due to the chest pain. The sample and other samples were then ran with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025 at 10:26 am = 161 ng/l this sample repeated after centrifuging on (B)(6) 2025 result = 3 ng/l. The patient was drawn two other times after initial result with both sample results = 3 ng/l customer¿s troponin reference range <15 females no impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 79025ud00. A review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with lot 79025ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples and an in-house retained kit of lot 79024ud00 (which contains the same bulk material as lot 79025ud00). All specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. In this case, a use error occurred as the sample was refrigerated between tests. As per labelling, plasma should be stored at room temperature (15¿30°c) for a maximum of 8 hours. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I, lot number 79025ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one 34 year old female patient with chest pain that was admitted for observation due to the chest pain. The sample and other samples were then ran with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 at 10:26 am = 161 ng/l this sample repeated after centrifuging on (B)(6) 2025 result = 3 ng/l. The patient was drawn two other times after initial result with both sample results = 3 ng/l. Customer¿s troponin reference range <15 females no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.